Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: all of the keypad buttons were responsive to button presses. There was no physical damage observed on the keypad. The keypad was removed; no contamination or physical damage was found. The pump was opened; moisture was found on the keypad flex-connector. Unrelated to the complaint, the battery compartment was observed to be cracked at the case seal to the left side of the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the up, down and ok keypad buttons were under-responsive. There was no reported adverse event associated with this complaint. This is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.